Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 3006705815-2020-00475. It was reported the patient experienced uncomfortable stimulation and never received effective coverage since implant. Reprogramming was attempted without success. In turn, the system was explanted and replaced. Therapy was restored postoperatively.